Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to an unspecified reason. The previous aus was explanted and replaced with a new aus consisting of a 4.5 cm cuff, pump and balloon. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and the product analysis has been completed.